Event description:
It was reported that there was an event of noise on the right ventricular (rv) lead when the patient presented to the clinic. The rv lead was programmed off and inserted into the left ventricular port of the pacemaker and was replaced. The patient had no consequences.

Manufacturer narrative:
Correction: h6 - medical device problem code updated to oversensing, it was previously reported as signal artifact/noise.

Event description:
New information received states that the noise was over sensed on the lead.